Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm was received. The customer's blood glucose (bg) level was 351 mg/dl and a manual injection was administered to address the bg level. Troubleshooting was performed and insulin was observed exiting the infusion set tubing. The customer alleged the occlusion alarm was due to the cartridge. Further troubleshooting was performed and the occlusion alarm was found to most likely be within the cartridge. Tandem technical support advised the customer to perform a cartridge changed and offered a follow up call to ensure this resolved the issue. The customer declined the follow-up.